Manufacturer narrative:
Additional information received indicated that the portions of this lead were discarded by the hospital and will not be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was tangled around the tricuspid valve during the implant procedure and could not be repositioned or removed. Initially the lead was providing appropriate therapy, but was recently reported not to be sensing. A revision procedure was performed and the rv lead was attempted to be repositoned but was unable to. The lead was then laser extracted. It was reported the lead tip broke off and was left in the heart. A new lead was successfully implanted. No additional adverse patient effects were reported.